Event description:
It was reported that during a coronary stenting procedure on a high-grade, mildly calcified lesion in a moderately tortuous "lad" the lesion was pre dilated with a 2.5mm maverick balloon. Then a 2.0 x 18 mm stent was advanced without difficulty and deployed at 14 atm's. The distal margin of the stent showed a small step up, the proximal margin was flush with the vessel and it was felt that it should be enlarged. The physician went in with a 3.5 x 9 nc monorail, but experienced some difficulty advancing this into the stent. He applied gentle pressure, then inflated and deflated the balloon in attempts to remove it. He then deeply engaged the guidewire into the lad and the balloon catheter was able to be removed. There was no evidence of dissection. Since they had not dilated the proximal margin of the stent, he went back in with th 3.5 x 9 mm quantum balloon and dilated to 12 atm's. Excellent angiography result was achieved.